Event description:
It was reported that, pertaining to a pump, a boy went into a coma that he never came out of and died. No further information was provided. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).